Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(6).

Event description:
This procedure was performed in (B)(4). The customer reports that an evercross balloon was used to predilate the artery to treat an occlusion of the superficial femoral by crossover. The entrust was then used. Once two centimeters the stent properly deployed, the delivery system became very difficult and the sheath could not retract. The physician had to break the delivery system and pull to release the stent, which lengthened the stent. The guide sheath was also stuck in the delivery system of the entrust stent. There were no consequences for the patient: no extension of the surgery time, no bleeding, no tissue damage, no reinforcement material used. The physician had to use other everflex stents to complete the procedure successfully.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.